Manufacturer narrative:
The patient has anti-phospholipid antibodies (apas) product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa-insensitive laboratory method is recommended if the presence of apas is known or suspected." Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of an error 6 on coaguchek xs meter serial number (B)(4). The patient went to the pharmacy where discrepant inr results were generated on both the patient's meter and the pharmacy's roche meter when they were compared to a laboratory result using an unknown method. The pharmacy's meter serial number is unknown. The patient's meter result and the pharmacy's meter result were both 4.3 inr and within 30 minutes the laboratory result was 2.9 inr. The patients therapeutic range is 2.5-3.5 inr.